Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and it was confirmed that the malfunction code did not recur. The customer was advised to call back if any further issues arise and was able to continue using the pump.